Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative reseated the bearings in the rails then tightened the head to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose bearings in the rails and head. However, how or when the bearings became loose is unable to be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the head to arm joint of an ophthalmic microscope was loose. Procedure details and patient impact have not been provided. Additional information has been requested.